Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), ruby coil, and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil in the target vessel using the microcatheter. Next, while advancing a pod pc to the target location, the vessel spasmed. The physician attempted to reposition the pod pc, but experienced resistance and the pod pc unintentionally detached. The physician pulled back on the microcatheter and noticed the pod pc was not contained in the microcatheter. It was reported the pod pc remained through the aorta and into the access site of the femoral artery. Therefore, the physician snared the detached pod pc and performed a small arteriotomy in the right femoral artery to successfully pull and remove the pod pc. Afterwards, it was also reported the artery was successfully closed and the microcatheter was removed. The procedure was completed using a new pod pc, additional ruby coils, and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, the pull wire was in its initial position inside the pusher assembly distal tip. The embolization coil was detached, unraveled, and tangled around the non-penumbra snare. If the pod pc is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. Further evaluation revealed kinks throughout the length of the pusher assembly, and the sr component inside the embolization coil was fractured. This damage was likely incidental to the complaint. The sr component fracture likely occurred during snaring of the coil during the procedure. The pusher assembly kinks may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.